Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3387-40, lot # j0427795v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot # j0421488v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension.

Event description:
A healthcare professional from a clinical study reported the subject had reported occasional aches on (B)(6) 2016 to the physician investigator and was referred to the coinvestigator neurosurgeon. The aches were indicated as sharp aches on the left side of the neck towards the ear and near the lead site. A day later, the subject reported the device was physically shifting upwards and believed it may be displaced and causing problem. The subject was unable to be reached on (B)(6) but the subject had noted occasional issues via phone a day later. The same day, the subject reported left side of their face was swollen. No action had been taken. No hospitalizations were related to the event and no diagnostic tests had been performed. The etiology was noted as new illness, injury, condition and was considered ongoing.

Event description:
Additional information received reported etiology was updated to 'lead/extension tract' specifically 'aches near lead site.'

Event description:
Additional information received reported the nurse called the patient again (B)(6) 2016 and was able to reach the patient. It was indicated the patient had a chest x-ray (cxr) performed. The x-ray showed results within normal limits--no damage to the neurostimulator or the leads, and no noticeable displacement. Five days later labs for c-reactive protein (crp) and complete blood count (cbc) were conducted, which were also within normal limits. The outcome was resolved with sequelae where sequelae was reported as rare, occasional pain/twinge in that area, more often when laying on the side. Etiology was noted as not epilepsy related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.